Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the emperion stem tip broke above the sleeve, at the juncture of the neck and body. A revision surgery was performed to remove the components.